Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the display was blank and unresponsive. The customer reported that the insulin pump alarmed for low battery prior to taking a shower and then afterwards, the display was blank. The blood glucose reading was 136 mg/dl. No physical damage was noted to the insulin pump and it had not been dropped, bumped or exposed to moisture. The customer reported that the contacts on the battery cap were not missing or damaged and that the battery tube and spring were not damaged or corroded. The customer was advised to insert a new battery and the display returned.